Event description:
It was reported that "when using a 60-5272-132 lot # 0803121 - about 1/2 of the insulation fell off the "l" hook-black sheath on the "l" hook. Insulation fell into pt - they think that the portion of insulation was retrieved but not sure. They have device but will not release it. Pictures have been requested.

Manufacturer narrative:
The hosp will not release the complaint samples to conmed for eval. We are attempting to gather add'l info from the hosp for the investigation. We will file a supplemental report when the investigation is completed.